Event description:
I got the essure put in about 3 years ago I was forced by the doctor that did the surgery to do it because of him being the only doctor in town that I could have went to but anyways back to what happened I have had no problems with the device until I missed my period and I discovered that I was pregnant and still am about 6 months along. When the doctors did the ultrasound to find out how far along I was they discovered that the coil was/is next to the baby so now I am high risk. I would like something done about this procedure.